Event description:
An attempt was made to use a power PICC solo catheter, however it was reported that some resistance was experienced during the procedure. Physician tried to flush it anyway; however pt suddenly felt some pain in the upper harm; therefore, the physician decided to remove the catheter. Upon removal it was noted that the catheter was damaged (hole in the catheter).

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.